Manufacturer narrative:
The root cause of the delivery issue was most likely patient condition, as the pump was able to be inserted on a second attempt after a flow directed catheter was reinserted to redirect the wire into the rpa. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: rp smartassist system with automated impella controller & rp flex with smartassist system with automated impella controller section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ rp flex with smart assist system with automated impella controller section: warnings & cautions: warnings ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella rp for mechanical circulatory support. During impella placement, the impell pump was unable to be delivered due to the patient's vasculature. The procedural outcome was the patient expired on support. There is not enough information to exclude the impella device as an associated factor in the patient's demise.